Event description:
Customer reported that a patient received an overinfusion of 100mg of morphine over 1.5 hours. Pump was programmed at 7pm for a rate of 1cc/hr; pump was checked by 2nd nurse who made adjustments sometime during the infusion and before the time where the bag was found empty. The facility claimed there was no patient injury reported. Attempts were made to get more information about this event. Details regarding patient information, use of medical intervention, and specific details of what happened during and after the event were not available at this time; therefore, the outcome could not be determined. Should this information become available a follow-up report will be filed.